Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. The investigation findings did not yield a clear conclusion regarding the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited a contour sharpness on distal end. There was no patient involvement.